Event description:
It was reported that there was an event with a bipolar electrode. According to the information provided, the loop broke during the treatment which resulted in a breake of the insert. No further information available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. Upon the evaluation it could be confirmed that all cutting loops were broken/burned at the distal end. The inner sheaths were damaged at the distal end, too. There was a breakage of the beak, as well as signes of burns of the loop. It was confirmed that it was found that the inner sheats 26053cb were used for the set 26055slk, but these items are indended for the set 26053sck. Due to the above-mentioned causes, it is currently assumed that the cause for the described failure was user related as the wrong set components were used. This could led to the reported malfunction. The damage of the product is not caused by a production problem or material defect. The event is filed under internal karl storz complaint ID (B)(4).